Event description:
It was reported that the patient presented to a scheduled generator change procedure. During the procedure, it was noted that the right ventricular lead's insulation was broken down. The lead was capped and replaced on (B)(6) 2023. The patient condition was stable.

Event description:
New information received indicates that noise was noted as well on the right ventricular lead.